Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient underwent heartmate 3 (hm3) implantation due to valvular heart failure on (B)(6) 2025. This was combined with a severe mitral stenosis (ms) repair. Hypotension and metabolic acidosis were observed, which occurred during weaning from cardiopulmonary bypass (cpb), which necessitated the use of a right ventricular assist device (rvad). Blood pressure was still unstable. Levophed (norepinephrine), dopamine, bosmin (epinephrine), and dobutamine lines were supported. Vasoplegia was suspected. Postoperative parameters for the rvad were 3050 rpm with flow rate 3.3 lpm and 5400 rpm with flow rate 4.7¿4.8 lpm for the lvad. The patient's consciousness was unclear after surgery. An arranged brain computed tomography (CT) revealed hypoxic encephalopathy (he). The family decided to sign do-not-resuscitate (dnr) and remove all the life support systems. Healthcare providers (hcps) determined that the event was not related to the devices, and the devices operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), neurological events (not stroke-related), and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 6 also lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of death was multiple organ failure. The multiple organ failure was thought to not be related to the device. No products would be returned.